Event description:
Surgeon applied denver splint after nasal surgery. It was noted that small amounts of the paint flaked off from the splint onto the patient's eye area. Surgeon immediately removed all of the flakes using a suction and there was no injury to the patient and the surgeon did not want the splint removed. On 3/23/06, a surgery staff member notified manufacturer and manufacturer indicated awareness of flaking problem, however they believed it was resolved. Manufacturer will replace our current stock of small/medium splints.